Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device evaluation confirmed the customer's event. The e315 error was due to the incomplete adjustment of the shipping region. The device was corrected and passed olympus functional standards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a e315 error indicates that a non-supported scope is connected. This message is displayed when cv-190 detects the type of a non-supported ccd (charge-coupled device) connection. It was found the event was caused when the image would not output in a 170 series scope even though the destination code was changed to cv-190 6eb. Correction: per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus field service engineer reported that upon installation of the evis exera iii video system center, the evis exera iii gastrointestinal videoscope was working fine with a good image on the subject device; however, when the duodenovideoscope was connected, a color bar appeared with scope communication error e315. There was no patient or procedure involvement. This report is being submitted for the error e315 that occurred during installation testing. The device is expected to be returned for evaluation.